Event description:
It was reported that the insulin pump alarmed no delivery during priming process. The customer replaced the infusion set but the anomaly persisted. The customer's blood glucose was 413 mg/dl, which was treated with manual injection. Troubleshooting was performed and the insulin pump passed all functional tests and the alarm was cleared. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4), per variance 5.